Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd luer-lok¿ tip syringe contained foreign matter on the inside the barrel on the plunger. No serious injury or medical intervention was reported.

Manufacturer narrative:
One sample was returned for analysis. Sample had oil from molding on the plunger rod of the syringe therefore failure mode is verified. Oil on the ejector pins can be caused by excess oil coming from the airlines that move the ejector pins. This can potentially transfer from ejector pins to the parts as they are molded. No corrective actions are required, defect rate within allowed quality limits per bd¿s specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the first complaint for the lot# 8107621 for the same defect or symptom.

Event description:
It was reported that before use of the bd luer-lok tip syringe contained foreign matter on the inside the barrel on the plunger. No serious injury or medical intervention was reported.